Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Caller reported call your doctor symbol - code unknown. When patient bypassed code he saw 3 --- across the screen. Suspect deleted group d. Patient was seen for program optimization and to check battery life a few weeks ago. Caller also indicated patient lost stimulation or stimulation was off and he needed turned on at the time of message screen. Patient did report the message went away and he was able to get stim turned on. Caller wanted to report issue but also wanted to inquire what the "call your doctor" meant. It was reviewed that more description was needed to assist with interpreting message screens. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the "call the doctor¿ symbol and why stimulation turned off is unknown; they said this could be user error. The physician was not notified of the issue as the issue resolved itself at the time of initial report and the patient has not called the rep since to report any additional problems. No further details were provided from the rep and no further patient complications have been reported as a result of this event.